Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had buttons are not responding. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Customer stated when pressing buttons he had to hold the buttons down and nothing will happen, buttons not responsive had changed batteries. Customer stated that they observed time clock for one minute was advanced. Customer stated that insulin pump in smoke color due to current pump phase out. The device will be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to flattened up and down button dome switch (creased). No button error alarm during testing. No unlocked j2/lcd keypad connector. Device passed self test.